Event description:
The rn inserted the feeding tube. After x-ray confirmation was received, the rn attempted to remove the stylet and was unable to do so. She ended up taking the feeding tube out and placing a new one. She attempted to place water into the feeding tube as per instructions. She made a big mess by squirting water all over and was still unable to remove the stylet.